Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no ultrasound image issue could be determined, however, the issue was likely the result of moisture remaining inside the scope's ultrasound connector when the indicated phenomenon occurred, causing an intermittent short circuit due to corrosion inside the scope connectors, including the ultrasound connectors. The event can be detected/prevented by following the instructions for use which state: chapter 5 safety regarding cleaning, disinfection, and sterilization 5.3 notes on cleaning, disinfection and sterilization notice before immersing in cleaning or disinfecting solution, make sure that waterproof caps are attached to the electrical and ultrasonic connectors. If the two waterproof caps are not attached correctly, water, cleaning liquid, or disinfectant may enter the endoscope and damage the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no ultrasound image is displayed on the monitor¿ was not confirmed. The device evaluation found the ultrasonic connector had corrosion due to water leakage. The suction connector had corrosion due to water leakage. The elevator channel plug was loose. Additionally, the adhesive on the bending section cover was detached and had a crack. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The up/down knob had a scratch. The paint on the air/water cylinder was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported event could not be reproduced at the olympus repair facility, the estimated cause was unknown. Therefore, a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus marketing personnel reported on behalf of the customer that the evis lucera ultrasound gastrovideoscope had no ultrasound image displayed on the monitor. The issue was found during preparation before use inspection for an unspecified diagnostic procedure. Testing was canceled because the facility only had one evis lucera ultrasound gastrovideoscope. The patient was sent to a nearby facility and the procedure was performed at a later date. There were no reports of patient or user harm associated with this event.